Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip broke off inside the drain bag during use. The following information was provided by the initial reporter, translated from swedish to english: "insert the syringe into the drain bag of the drain bag 3, pull out the syringe. When we are going to put it in the three-way tap again, we do not get the syringe in. Then we discover that the spray tip has come off inside the three-way tap and is now stuck inside. Have thrown away the three-way tap when there was blood, but the syringe is still there."

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, tip verification was completed and no damage or defects were observed within any of the product. A device history review was performed for lot 2004214, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip broke off inside the drain bag during use. The following information was provided by the initial reporter, translated from swedish to english: "insert the syringe into the drain bag of the drain bag 3, pull out the syringe. When we are going to put it in the three-way tap again, we do not get the syringe in. Then we discover that the spray tip has come off inside the three-way tap and is now stuck inside. Have thrown away the three-way tap when there was blood, but the syringe is still there."